Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2014. During the procedure, the plate would not disengage from the impactor and was removed when the impactor was retracted. Subsequently, surgeon removed the rubber ringer at the end of the impactor and the plate was successfully impacted. Additionally while inserting the stem, the inserter would not disengage from the implant. The stem and inserter were removed and separated with a hammer. A smaller stem and the initial inserter were utilized to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05895 / 05896).